Event description:
It was reported that the customer had an excessive no delivery alarm. Customer's blood glucose level was 140 mg/dl. Customer stated that the pump keeps vibrating and he has issues with not getting insulin. Customer changed the set and reservoir and does not want to return it for analysis. Customer stated that he wasted 9 reservoirs. Customer stated that he always has an issue with the reservoir because he has to force it and then it's fine. However, about an hour later, there is a no delivery alarm. Customer stated that he was using the pump on (B)(6) 2013 when he was hospitalized for 6 days. Customer stated that his blood glucose level was 780 mg/dl. Customer was treated with organ medication for the kidney. Customer stated that everything was not working except for his heart. Customer was wearing the pump at the time of the 911 call. Customer blacked out and does not remember much. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.